Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter, translated from portuguese to english: the material in question, an intravenous infusion connector, did not allow medication infusion through the "diprivan" infusion pump, which triggered an occlusion alarm during attempts to use/infuse propofol with the device. This resulted in an increase in bis (intraoperative awareness index), potentially leading to intraoperative awareness. I would like/suggest requesting an opinion from the connector manufacturer confirming that the connector is compatible with an infusion pump (and the pressure it exerts on the infusion system) and from the infusion pump manufacturer regarding the maximum pressure supported by the pump system. The reduction in flow through the device appears evident during surgical use, and it would be relevant to clarify the permitted flow (compared to normal flow) and pressure exerted through the connector.

Event description:
How many units of the product had the problem/defect? Two occurrences in this notification. When was the problem/defect identified: before, during, or after use? The material in question, intravenous infusion connector, did not allow medication infusion through the ¿diprivan¿ infusion pump, which alarmed occlusion, in attempts to use/infuse propofol with the device, which caused an increase in bis (intraoperative consciousness index), and intraoperative consciousness may have occurred. I would like/suggest requesting an opinion from the connector manufacturer certifying that the connector allows use with an infusion pump (and the pressure it causes in the infusion system) and from the infusion pump manufacturer with the maximum pressure supported in the pump system. The reduction in flow through the device seems evident during use in surgery, and it would be relevant to clarify the permitted flow (compared to normal flow) and pressure exerted through the connector. Was there any damage to the patient's health? If so, please explain in detail. Transoperative awareness may have occurred. Return the affected product(s) and any related products (with the original packaging, if possible) for investigation. The product was discarded. We work with a deadline of up to 72 hours for the removal of contaminated materials. Confirm the infusion settings: gravity or pump, infusion line height, patient entry point, infusion rate and pressure, infusion line configuration (other extensions or accessories), etc. ¿diprivan¿ infusion pump. Confirm the brand and model of the connected product(s). Connector for intravenous infusion bd maxzero mz1000 bd switzerland anvisa registration: (B)(4). Could you confirm the date on which the problem/defect occurred or was identified? On (B)(6) 2025.

Manufacturer narrative:
Additional information in section b. Investigation result: no mz1000-br product was available for investigation, however the customer reported that the affected sample was from lot 24125331, and that they experienced slow flow during infusion of propofol with the pump alarming for occlusion. As part of the investigation, the customer provided a photograph of the affected sample, however analysis of the photograph could not identify a potential cause for the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24125331 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note that as stated on the IFU of the maxzero "the connector may be used with power injector procedures to a maximum pressure of 325 psi at a flow rate of 10 ml per second.". A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.